Event description:
It was reported "after puncturing the femoral artery, when replacing the iabp femoral arterial sheath, the tip of the inner core of the sheath was damaged. The sheath was replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after puncturing the femoral artery, when replacing the iabp femoral arterial sheath, the tip of the inner core of the sheath was damaged. The sheath was replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4). The reported complaint that the "tip of the inner core of the sheath was damaged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.